Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
Impella cp was inserted via right femoral artery in a 49 year old male who was admitted for acute myocardial infarction with cardiogenic shock. The patient¿s comorbidities included coronary artery disease and diabetes mellitus. The patient¿s clinical state prior to initiation of support was scai stage b. The patient received support with the cp for the coronary angioplasty procedure. Two days post-procedure the device was explanted. During explant the purse string suture pulled through and control of the vessel was lost leading to bleeding, which required vessel repair with drain placement. Bleeding and vascular injury are known potential adverse events of the impella cp per the instructions for use.

Manufacturer narrative:
E1 added initial reporter phone number as it was omitted from the initial report that was submitted.

Manufacturer narrative:
Vascular dissection: the cause of the injury was not determined due to insufficient clinical details. Asae / major bleed: the cause of the access site adverse event was use related as access-site bleeding was caused by failure of the purse-string closure requiring surgical repair. Additional codes were added in h6 (component code, type of investigation, and investigation conclusions).